Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer experienced high blood glucose and their insulin pump had received an error alarm. The customer¿s blood glucose was 372 mg/dl. The customer¿s father states that nothing was working and keeps getting an error alarm on the pump. Troubleshooting was performed for pump error and noticed motion sensor test failure. The customer was unable to perform displacement test due to error alarm during rewind. The customer was advised the pump need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test or verify operating currents and motion sensor test failure alarm due to motor error alarms. Device received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.